Event description:
It was reported that the flow of urine was poor. It was stated that the urine did not drip spontaneously in the drip chamber and did not flow without milking the inlet tube. Per follow-up information received via ibc on 22-mar-2022, stated that the poor urine flow was from inlet tube to drain bag and it was observed inside the inlet tube. There was no impact to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be generated from supplier side or kink inlet tube/no air vent/design issue. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder or urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex." [Intended use & effect- efficacy]: the device combines an indwelling bladder catheter and a urinary drainage bag that are used for urinary drainage and bladder irrigation. [Directions for use]: method of use: the device is intended for single use only and is not reusable. To secure a sterile field for the procedure, spread a clean wrapping paper. Place waterproof sheet beneath patients buttocks. Put on sterile gloves. Open tray and place it on the wrapping paper. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Pull catheter to seat the balloon at the level of the bladder neck and secure placement. Keep the drainage bag below the bladder level without touching the floor. Secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."